Event description:
It was reported that the patient was hospitalized because a fast paced rate made him symptomatic. The patient was in the hospital bed being monitored and the device was pacing at the maximum sensor rate. When the sensor was turned off, the patient's heart stopped racing. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received inappropriate rate increase.